Manufacturer narrative:
Additional information from the physician was received about patient symptoms which included inflammation of the eye, increased cellular matter post implant, increase in cystoid macular edema. He also reports that he "feels" his patients are taking longer to heal once the device has been implanted and applying more antibiotics and more anti-inflammatory agents to calm their eyes down. He is prescribing a six (6) week course instead of the usual four (4). The names of the medications were not provided. The physician also indicated that there is a possibility that the different location, equipment (phaco machines, ovd, instrumentation) and staff may be a factor. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #:unknown because serial number(s) were not available. (B)(4)age/date(s) of birth: unknown. Gender/sex: unknown. Serial number(s): unknown. Expiration date(s): unknown. If implanted; give date(s): unknown. If explanted; give date(s): unknown. Initial reporter name and phone number were not provided. Device manufacture date(s): unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by one of the surgeons, that he has stopped using the model pcb00 intraocular lenses at his private hospital, (B)(6), as he thinks the lenses are causing more inflammation. The surgeon has continued to use the same lenses at the other hospital where he works, where no issues were reported. The number of lenses and implants were not provided, nor were the event dates, or serial numbers or the patient information of the patient's that were affected. No patient outcomes or further details have been provided.